Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked. The leak was observed during setup/preparation for peritoneal dialysis (pd) therapy. The home patient was not connected during the time of the event. The caregiver stated that the device leaked around the cassette and the door of the amia. There was no damage noted on the cassette. The cause of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.